Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level 30 mg/dl. The customer experienced different blood glucose level of 45 mg/dl and 185 mg/dl. The customer was treated with sugar soda for low blood glucose level. The customer did not report any symptoms for low blood glucose level. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.